Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated the recharger is charged but he cannot connect to the ins to recharge. Pt stated he charged his ins last in (B)(6) 2022 pt stated he was not able to connect with his pt programmer. Pss walked pt through passive recharge mode. Pt is able to see 78 - 82 pt tried to charge the ins and saw por message. Pt is able to bypass por and connect to charge the ins pt verifies he sees all the coupling boxes shaded. Pss told pt to call back with his pt programmer to clear the por message so he could turn stim on after his ins is fully charged. Pt noted they called back to clear the por message on the pt programmer. Pt confirmed they recharged their implanted neurostimulator (ins) battery. Patient services specialist (pss) had the pt connect their pt programmer to their ins, but there was no por message and they were at their home screen (pss understood this as they already cleared the informational por message). Pt confirmed their stimulation was on and they could feel the stimulation. Pss reviewed how to turn their stimulation on/off. Pss reviewed the external equipment was functioning as intended.